Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check the pad messages, damaged garment) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the front pulse wire. The root cause for the open wire was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported the a patient was experiencing "adjust belt" messages and "check therapy pad" messages.